Event description:
It was reported that 85-year-old female patient had an issue reported with the preloaded intraocular lens during the surgery. The lens flipped upon insertion due to the haptics holding hands, resulting in the lens unfolding upside down in the capsular bag. The surgeon was unable to reorient the lens due to insufficient space in the anterior chamber, necessitating the removal of the lens using packer chang scissors. No other information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received on 3/20/2025 there was sustained ongoing corneal edema and lens was lens was replaced with another of the same model. Updated report summary: it was reported that 85-year-old female patient had an issue reported with the preloaded intraocular lens during the surgery. The lens flipped upon insertion due to the haptics holding hands, resulting in the lens unfolding upside down in the capsular bag. The surgeon was unable to reorient the lens due to insufficient space in the anterior chamber, necessitating the removal of the lens using packer chang scissors. Additional information stated that patient had sustained postoperative corneal oedema. The lens was replaced with another of the same model. Further follow up indicated that patient continues to experience ongoing corneal edema 1/12 post surgery, which resulted in significant visual impairment. No other information was provided. This report belongs to the initial lens of an 85-year-old female patient. This report was associated with one of the following serial numbers: (B)(6). The following sections have been updated accordingly: section b1. Report type (check all that apply): adverse event checked. Section b2. Outcome attributed to adverse event (check all that apply): other serious (important medical events). Checked section h6: health effect - impact code: removal (4627) was replaced with removal and replacement (4631). Section h6: health effect - clinical code: visual disturbance- dysphotopsia-transient: visual impairment (2140). Section h6: health effect - clinical code: corneal edema persistent (1790). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.